Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered on with a white display.  A white display is indicative of a device lock-up condition that may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After physio-control's submission of the initial medwatch report, the customer contacted physio and advised that they had reported the incorrect serial number. As a result, the following information has been corrected: brand name, of the initial medwatch report indicates:  lifepak(r) 20 defibrillator/monitor. Brand name, of the initial medwatch report should have indicated:  lifepak(r) 20e defibrillator/monitor. Serial number, of the initial medwatch indicates:  (B)(4). Serial number, of the initial medwatch report should indicate:  (B)(4). (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. New information for supplemental medwatch: physio-control evaluated the customer's device and verified the reported issue; however, after extensive troubleshooting physio was unable to conclusively determine the cause of the reported issue. The customer was provided with a replacement device.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).